Event description:
The customer reported that the unit had intermittent warning low ma errors and communications problem. The unit was also giving a warning of low filament errors.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found that the external interface pcb needed replacement. He ordered and installed the external interface pcb and performed a filament calibration. The unit functioned as expected.